Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm512.1, -6.0/5.0/089 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a longer length lens due to low vault with rotation on (B)(6) 2023. This resolved the problem. Cause of the event is reported as other, device did not fail to perform as intended.

Manufacturer narrative:
Claim# (B)(4).